Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 08/04/2025, it was reported that the patient¿s cgm was reading 50 mg/dl. No bg meter comparison value was taken. The patient was wearing a tandem insulin pump. The patient was feeling foggy, tired, and thirsty. She self-treated with oranges, pastry, and candy. Despite treatment, the patient¿s cgm value was not increasing, therefore, she called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 675 mg/dl and the cgm was still providing a ¿low number¿ (no specific value was reported). The patient was taken to the emergency room (ER). At the ER, the patient was diagnosed with dka and was treated with an antacid and insulin. The patient was discharged home after 24 hours in the hospital. The patient was ¿getting better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.